Event description:
It was reported there was a revision surgery to replace a sable spacer at l5-s1 that had migrated posteriorly into the canal post-operatively.

Manufacturer narrative:
The device was returned for evaluation. Initial observation shows the implant is disassembled. This disassembly likely occurred as a result of over-collapsing the implant when retrieving the implant during the revision surgery, as there is no torque-limiting protection for collapsing the implant. The imaging provided shows the l5-s1 sable implant sitting posterior, partially outside the vertebral body. An immediate post-operative image shows the implant in position and expanded. It is hard to tell if any expansion height was lost in the post-migration imaging, as artifacts are obscuring the implant. Possible contributing factors to the failure include improper placement, improper implant sizing, or improper implant height; however, an exact cause to the reported issue could not be determined.